Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv cracked and leaked. The following information was provided by the initial reporter: material no: (B)(4) batch no: unknown. It was reported that a tubing set cracked and leaked about 20 cc's of medication onto the floor.